Event description:
Event desc: cement to be used on a total knee arthroplasty was found when opened to have a failed sterilization indicator on packaging.

Manufacturer narrative:
Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.